Manufacturer narrative:
The reported issue was inconclusive. The root cause was not able to be isolated as the device was not evaluated. It was noted that the nurse stated they are trying to initiate therapy on a patient. The arctic sun device was showing a screen that says disk read error and to press ctrl-alt-delete. Nurse provided serial number (B)(6). Confirmed with nurse they had tried rebooting the device. Explained this device would need to go to biomed and they should swap to a new device. Encouraged nurse to call back with any issues. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse states they are trying to initiate therapy on a patient. The arctic sun device was showing a screen that says disk read error and to press ctrl-alt-delete. Nurse provided serial number (B)(6). Confirmed with nurse they had tried rebooting the device. Explained this device would need to go to biomed and they should swap to a new device. Encouraged nurse to call back with any issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse states they are trying to initiate therapy on a patient. The arctic sun device was showing a screen that says disk read error and to press ctrl-alt-delete. Nurse provided serial number (B)(6). Confirmed with nurse they had tried rebooting the device. Explained this device would need to go to biomed and they should swap to a new device. Encouraged nurse to call back with any issues.